Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Medwatch report stated that pump was infusing patient's IV fluids. The pump "beeped with red alarm 'channel disconnected' and IV fluids stopped". There was no report of patient harm or medical intervention. Although requested, no additional information was provided.